Manufacturer narrative:
Conclusion: faulty floor lock foot cylinders and possibly worn out usit washer.

Event description:
One of the vertier tables at this account is leaking hydraulic fluids. The floor locks will not engage. This table is currently not in use and is located in the service shop in the basement.